Manufacturer narrative:
One cadd solis vip pump was received with the downstream occlusion sensor (dso) seal bubbled. The event history log was reviewed and there was a "system fault 44508" error. The software application was reviewed and the reported issue was able to be duplicated. Error 44508 is a ui error and transient. The cause of the issue was unable to be determined and the error code was cleared.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 44508. The issue occurred during testing and there was no patient involvement.